Event description:
Patient reported right side deflation. Healthcare professional confirmed deflation. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d4, d6(b), g2, h4, h6 a review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6(b).

Event description:
Patient reported right side deflation. Healthcare professional confirmed deflation. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device remains implanted.